Event description:
The customer reported that the sys had a cine drive error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine bridge drive and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.